Event description:
It was reported that an employee was experiencing wheezing and sinus congestion when working with cidex opta. The symptoms subside when the employee leaves the work area. The reporter believes the room ventilation is adequate.